Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to 400 mg/dl in the middle of the night. That night the infusion set did not look right; when she removed the blue cap there was a splash of insulin that came out before insulin began to deliver normally. The customer's blood glucose was good at first, but she began to feel sick when she went to sleep. The customer then treated via manual insulin injection. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. However, there were air bubbles in the tubing. The infusion set was inspected and the cannula was bent. No further troubleshooting occurred, and no products were returned or replaced.